Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 10 retained samples, from the implicated lot number, were analyzed for heparin content. All 10 tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time , further testing is not indicated. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® lh 68 i.u. Plus blood collection tubes that there was hemolysis. The following information was provided by the initial reporter: we have seen a significant increase in tubes with hemolyzed plasma. These are standard green empty cap tubes (ref 368496). An initial analysis leads us to suspect a link between this problem and lot 3010305.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® lh 68 i.u. Plus blood collection tubes that there was hemolysis. The following information was provided by the initial reporter: we have seen a significant increase in tubes with hemolyzed plasma. These are standard green empty cap tubes (ref (B)(4)). An initial analysis leads us to suspect a link between this problem and lot 3010305.